Event description:
Reporter alleged discrepant readings during back to back testing with the blood glucose monitor. Customer stated meter read 545 mg/dl versus 197 mg/dl and 440 mg/dl versus 127 mg/dl when comparison results were performed 5 minutes apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.